Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pleural effusion caused by perforation was observed. The lead was repositioned successfully and the patient was in good condition post-procedure.